Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placement procedure, two breaks was allegedly found in the catheter upon port removal. There was no reported patient injury.

Event description:
It was reported that approximately five years post a port placement, two breaks were allegedly found in the catheter upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Compound breaks were noted on the attached catheter approximately 5.6cm and 7.8cm from the distal end of the cath-lock. The edges of the compound breaks on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Splits were noted on the border of the regions. Upon infusion, leaks were observed from the compound breaks on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.